Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed and was determined to be use related. One 3cg stylet with a t-lock was returned for evaluation. An initial visual observation showed the majority of the stylet proximal to the t-lock was curled tightly around itself. Blood residue was observed on the returned sample, and the stylet was observed to be bent approximately 0.9 cm and 4.9 cm proximal to the distal end of the stylet as well as approximately 15 cm distal to the yellow handle of the stylet. A microscopic observation revealed the stylet was bent but not broken, and the polyimide coating of the stylet was observed to be stretched at the location of the bends but was unbroken. The stylet tip was observed to be present and intact. The shape, location, and nature of the damage observed on the stylet, as well as the event description provided by the complainant and similarities observed during past attempts to replicate this failure mode, suggest the stylet was pulled against the t-lock or another hard surface during removal of the stylet resulting in the observed damage. The product IFU states: ¿slowly remove the t-lock, stylet funnel, and stylet, as a unit. Do not remove stylet through t-lock.¿ and ¿never use force to remove the stylet.¿ a lot history review (lhr) of recv2100 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was an instance where it was noted that the stylet was damaged during removal. Facility purposefully pulls stylet through tlock assembly to dispose in sharps container. They do not feel that these events are attributable to the product but the way they remove the stylet. 9/23/2019 per investigation, the stylet is kinked.